Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heater wire detached from the hemopro 2 jaw. This occurred during branch ligation, near completion of the harvest. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire appeared to be physically damaged and mangled. A tear was observed on the silicone at the tip of the hot jaw where the heater wire had detached. While we are unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).